Manufacturer narrative:
The following devices were also listed in this report: tritanium cup; cat# unknown; lot# unknown, mdm liner; cat# unknown; lot# unknown, lfit head; cat# unknown; lot# unknown, securfit max stem; cat# unknown; lot# unknown, torx screws; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to potential infection.